Event description:
It was reported that this right ventricular (rv) lead exhibited low out-of-range pacing impedances measuring less than 200 ohms. This is a known chronic issue. Technical services(ts) reviewed the presenting electrogram and there were no observations of noise. Ts recommended to perform isometrics and pocket manipulation however, the health care professional (hcp) has done that in the past and could not reproduce noise. At this time, the implantable cardioverter defibrillator (ICD) and rv lead remains in service. No adverse patient effects were reported.